Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was 137 mg/dl. After troubleshooting for failed battery test, insulin pump shut off. Customer was advised that insulin pump would need to be replaced after issue occurred again. No further information provided.